Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found occlusion was coming from the cartridge. The cartridge was successfully changed and insulin delivery was resumed. Customer had elevated blood glucose levels (350 mg/dl).

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.